Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037187756. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pulmonary edema (dyspnea) (hospitalization or prolonged hospitalization, medication required). Risk review a risk review was completed and confirmed that the event of pulmonary edema (dyspnea) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center it was reported that shortness of breath and pulmonary fluid accumulation occurred. A left atrial appendage (laa) closure procedure had been performed and a 31mm watchman flx pro closure device was implanted. The patient reported that the procedure went well and then was discharged home the same day. Two (2) days post-index procedure, the patient experienced shortness of breath and presented to the emergency department. Evaluation revealed fluid on the lungs, and the patient was admitted to the hospital for management. It was further reported that per the physician, this event was not related to the watchman devices, as the patient had a complex medical history and was recently diagnosed with lung cancer. The patient was retaining fluid, and as stated in the complaint was discharged then at home continued to retain fluid. The patient had already been on a fluid pill at initial discharge, that "stopped working" per the physician. Pt presented to the emergency room and was admitted for additional diuretics. The patient was discharged after a 1.5 day stay in the hospital without further issues.

Event description:
Reported via patient call center. It was reported that shortness of breath and pulmonary fluid accumulation occurred. A left atrial appendage (laa) closure procedure had been performed and a 31mm watchman flx pro closure device was implanted. The patient reported that the procedure went well and then was discharged home the same day. Two (2) days post-index procedure, the patient experienced shortness of breath and presented to the emergency department. Evaluation revealed fluid on the lungs, and the patient was admitted to the hospital for management. It was further reported that per the physician, this event was not related to the watchman devices, as the patient had a complex medical history and was recently diagnosed with lung cancer. The patient was retaining fluid, and as stated in the complaint was discharged then at home continued to retain fluid. The patient had already been on a fluid pill at initial discharge, that "stopped working" per the physician. Pt presented to the emergency room and was admitted for additional diuretics. The patient was discharged after a 1.5 day stay in the hospital without further issues.

Manufacturer narrative:
B5: information added. H6 impact code added: medication required.

Event description:
Reported via patient call center. It was reported that shortness of breath and pulmonary fluid accumulation occurred. A left atrial appendage (laa) closure procedure had been performed and a 31mm watchman flx pro closure device was implanted. The patient reported that the procedure went well and then was discharged home the same day. Two (2) days post-index procedure, the patient experienced shortness of breath and presented to the emergency department. Evaluation revealed fluid on the lungs, and the patient was admitted to the hospital for management.